Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot #: n4l1717y), sigphandle, sig power sigphandle handle (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a rectosigmoid surgery, there was no issue in assembling the powered stapler. When the powered stapler was articulated in the rectosigmoid, the reload rectified to the initial position without activating the commands. When the surgeon articulated again, a crack was heard and the reload was broken in rod fitting unable to start stapling. The broke part disengaged but it did not fall into the patient's cavity. A new reload was used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectosigmoid surgery, there was no issue in assembling the powered stapler. When the powered stapler was articulated in the rectosigmoid, the reload rectified to the initial position without activating the commands. When the surgeon articulated again, a crack was heard, and the reload was broken in the rod fitting, unable to start stapling. The broken part disengaged, but it did not fall into the patient¿s cavity. A new reload was used to resolve the issue. There was no patient injury.